Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexpected restart and a cold reset was performed. Customer's blood glucose value was 18.0 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer states the alarm occurred shortly after inserting a new battery. Advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.